Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter started to power off during use and that she suffered an injury about 1-2 days afterwards. The medical affairs specialist (mas) spoke with the patient on january 13, 2009, to obtain the following information. The reported power issue first occurred" about a month ago" have been unable to test ever since. As a result of the power issue, she was guessing how much insulin to take. She typically bases her insulin dosages on the meter readings; however, since she was unable to test, she continued to take her typical dosages, which are 20 units in the morning and 20 units in the evening. She claimed that 1-2 days after the power issue began, she woke up at 3am feeling miserable. The patient was reportedly shaky, sweaty, and reportedly had other symptoms she was unable to describe. She attempted to test with her meter at this time but the meter would not work. She treated herself with orange juice and a banana and eventually felt better. The customer care advantage (cca) went through troubleshooting with the patient and noted that the battery was not replaced per the owner's manual. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia 1-2 days after the power issue began and after guessing how much insulin to take.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.